Event description:
On april 23, 2007, the lay-user/pt contacted international affiliate alleging that a one touch ii meter was continuously giving an "insert srtip" message. The pt tests his blood glucose 4 times a day. He tests before meals and at bedtime. His expected blood glucose range is around 4.0-8.0 mmol/l. He takes sliding-scale "humalog" insulin at mealtimes. Whenever his blood glucose is less than 4.0 mmol/l, the pt refrains from taking the "humalog" insulin and treats himself by eating a snack. At that point, he retests an hour later and takes the insulin accordingly based on his sliding-cale. At bedtime, the pt takes 15 units of "nph" insulin whenever his blood glucose is between 4.0-7.0 mmol/l. In 2007, the pt obtained a blood glucose result of "6.7 mmol/l" at bedtime and took his usual evening dose of 15 units "nph" insulin. The next morning, the pt encountered the alleged "insert strip" issue. Although he could not test his blood glucose during breakfast and lunch that day the pt still took an estimated dose of 8 units "humalog" insulin before each meal. That day, he ate breakfast at 8:00 am and lunch around 12:00 pm. Later that afternoon, the pt attended a funeral and began to feel tired around 3:30 pm. He did not attribute the tiredness to symptoms of hypoglycemia. Between 4:00-4:30 pm, the pt apparently lost consciousness. The patient's son tried unsuccessfully to give him juice. The paramedics were contacted. When they arrived, the paramedics tested the patient's blood glucose using an unidentified meter and obtained a result of "1.9 mmol/l". The pt was treated with IV glucose. Within 3 minutes of receiving the treatment, the pt became responsive. The paramedics tested his blood glucose an unk time later and obtained a meter result of "12.8 mmol/l". The pt further treated himself by drinking orange juice and eating a peanut butter sandwich. By 5:45 pm, his blood glucose registered at "14.0 mmol/l" on the paramedics' meter. The paramedics requested to take the pt to a hospital for observation, but he declined. The pt was using a correct technique for testing with the reported meter. The pt cleaned the meter while speaking to the customer service rep (csr), but this did not resolve the alleged issue. The meter and test strips were replaced.this complaint is being reported due to the following conclusion: the pt alleged he was unable to test his blood glucose, took estimated doses of sliding-scale insulin during the day, and was treated for hypoglycemia by medical professionals.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.